Event description:
It was reported that the unit was overheating. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Conclusion: the unit is being scrapped. A small puff of smoke was observed when the returned unit was operated and a slight electrical burning smell was detected. However, no unusually hot air temperature or surface temperature was found. No visual evidence of burning was found inside the inflator. A failing motor was found.